Event description:
Pt had just finished eating and was trying to dislodge food remanents stuck in their teeth/brackets with their tonque when their lingual frenulum (underneath tonque) became impaled on the hook of the orthodontic bracket on their lower bicuspid tooth. Medical intervention was required to disengage pt's lingual frenulum from the bracket and ten stitches were required to repair the lingual frenulum. Orthodontist stated that pt's tooth angulation may have been a contributing factor in this event.